Event description:
A malfunction alarm occurred, but no notable events preceded it, and the customer¿s blood glucose level did not exceed 500 mg/dl. Cts provided pump reset information, assisted with resetting the pump, and confirmed the issue did not recur afterward. Customer was able to continue using the pump and was instructed to call back if the malfunction code recurs.